Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), urinary tract infection ("uti"), menstruation irregular ("irregular menses"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), anaemia ("anemia"), fatigue ("fatigue") and complication of device insertion ("insertion injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menometrorrhagia, urinary tract infection, menstruation irregular, migraine, abdominal pain, back pain, abnormal weight gain, anaemia, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, back pain, complication of device insertion, fatigue, menometrorrhagia, menstruation irregular, migraine, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 26-dec-2018: legal complaint received. Essure implant date added. Event injury nos was replaced by new events - migraines, urinary tract infection, abdominal pain, pelvic pain, back pain, menses irregular, excessive weight gain, anemia, menometrorrhagia ,insertion injury and fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 22-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until (B)(6) 2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2016 to (B)(6) 2017 for attention deficit disorder, dexlansoprazole (dexilant) from (B)(6) 2012 to (B)(6) 2013 for gerd, phentermine hydrochloride (adipex) until (B)(6) 2013 for weight gain as well as clarithromycin (claritin) from (B)(6) 2014 to (B)(6) 2014, methylprednisolone (medrol) until (B)(6) 2015, mometasone furoate (flonase) from (B)(6) 2014 to (B)(6) 2014, nabumetone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2011 and topiramate (topamax) until (B)(6) 2012. On(B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache ("headaches"). On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with alprazolam (xanax), buspirone, butalbital;caffeine;paracetamol (fioricet), fluconazole (diflucan), lorcaserin hydrochloride (belviq), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df), topiramate, ciprofloxacin betain (cipro) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, back pain, abnormal weight gain, menorrhagia, vaginal haemorrhage, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection and weight increased had resolved and the menometrorrhagia, menstruation irregular, migraine, anaemia, fatigue, headache, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/ urinary problem, fatigue, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain and menorrhagia. Most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received. Outcome of events: infection (bladder/urinary tract/vaginal) - uti, abdominal pain, back pain, excessive weight gain, vaginal discharge, bladder or urinary problems or changes: unspecified, bladder or urinary problems or changes: unspecified , bladder or urinary problems or changes: unspecified, weight gain updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 23-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until 8-mar-2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from may 2016 to june 2017 for attention deficit disorder, dexlansoprazole (dexilant) from may 2012 to january 2013 for gerd as well as clarithromycin (claritin) from september 2014 to october 2014, methylprednisolone (medrol) until december 2015, mometasone furoate (flonase) from september 2014 to december 2014, nabumetone from april 2014 to december 2014, paracetamol (acetaminophen) since may 2011, phentermine hydrochloride (adipex) until january 2013, sertraline hydrochloride (zoloft) from april 2014 to october 2014 and topiramate (topamax) until may 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 2 months after insertion of essure. On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In september 2014, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with buspirone, topiramate and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menometrorrhagia, urinary tract infection, menstruation irregular, migraine, abdominal pain, back pain, abnormal weight gain, anaemia, fatigue, headache, depression, anxiety, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 200 lbs. On 05-jun-2017 - surgical pathology report revealed fallopian tube with right, and left segment with essure. Acute and chronic cervicitis. Removal details - the patient underwent robotic-assisted laparoscopic hysterectomy,bilateral salpingectomy, removal of endometriosis, lysis of adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 23-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until (B)(6) 2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2016 to (B)(6) 2017 for attention deficit disorder, dexlansoprazole (dexilant) from (B)(6) 2012 to (B)(6) 2013 for gerd as well as clarithromycin (claritin) from (B)(6) 2014 to (B)(6) 2014, methylprednisolone (medrol) until (B)(6) 2015, mometasone furoate (flonase) from (B)(6) 2014 to (B)(6) 2014, nabumetone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2011, phentermine hydrochloride (adipex) until (B)(6) 2013, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2014 and topiramate (topamax) until (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 2 months after insertion of essure. On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with buspirone, topiramate and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menometrorrhagia, urinary tract infection, menstruation irregular, migraine, abdominal pain, back pain, abnormal weight gain, anaemia, fatigue, headache, depression, anxiety, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 200 lbs. On (B)(6) 2017 - surgical pathology report revealed fallopian tube with right, and left segment with essure. Acute and chronic cervicitis. Removal details - the patient underwent robotic-assisted laparoscopic hysterectomy,bilateral salpingectomy, removal of endometriosis, lysis of adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received : reporter information was added. Patient details were updated. Her historical medication and concurrent condition was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Her concomitant medication was added. Her treatment medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), headaches, depression, anxiety, vaginal discharge, bladder or urinary problems or changes: unspecified, vaginal infection and does not undergo confirmation test were added. Outcome of the events pain and bleeding updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), urinary tract infection ("uti"), menstruation irregular ("irregular menses"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), anaemia ("anemia"), fatigue ("fatigue") and complication of device insertion ("insertion injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menometrorrhagia, urinary tract infection, menstruation irregular, migraine, abdominal pain, back pain, abnormal weight gain, anaemia, fatigue and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, back pain, complication of device insertion, fatigue, menometrorrhagia, menstruation irregular, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 22-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until (B)(6)2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2016 to (B)(6) 2017 for attention deficit disorder, dexlansoprazole (dexilant) from (B)(6) 2012 to (B)(6) 2013 for gerd, phentermine hydrochloride (adipex) until (B)(6) 2013 for weight gain as well as clarithromycin (claritin) from (B)(6) 2014 to (B)(6) 2014, methylprednisolone (medrol) until (B)(6) 2015, mometasone furoate (flonase) from (B)(6) 2014 to (B)(6) 2014, nabumetone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2011 and topiramate (topamax) until (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"). In april 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache ("headaches"). On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with alprazolam (xanax), buspirone, butalbital;caffeine;paracetamol (fioricet), fluconazole (diflucan), lorcaserin hydrochloride (belviq), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df), topiramate, ciprofloxacin betain (cipro) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, back pain, abnormal weight gain, menorrhagia, vaginal haemorrhage, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection and weight increased had resolved and the menometrorrhagia, menstruation irregular, migraine, anaemia, fatigue, headache, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/ urinary problem, fatigue, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain and menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events: infection (bladder/urinary tract/vaginal) - uti, abdominal pain, back pain, excessive weight gain, vaginal discharge, bladder or urinary problems or changes: unspecified, bladder or urinary problems or changes: unspecified , bladder or urinary problems or changes: unspecified, weight gain updated as recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 22-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until (B)(6) 2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2016 to (B)(6) 2017 for attention deficit disorder, dexlansoprazole (dexilant) from (B)(6) 2012 to (B)(6) 2013 for gerd, phentermine hydrochloride (adipex) until (B)(6) 2013 for weight gain as well as clarithromycin (claritin) from (B)(6) 2014 to (B)(6) 2014, methylprednisolone (medrol) until (B)(6) 2015, mometasone furoate (flonase) from (B)(6) 2014 to (B)(6) 2014, nabumetone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2011 and topiramate (topamax) until (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache ("headaches"). On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with alprazolam (xanax), buspirone, butalbital;caffeine;paracetamol (fioricet), fluconazole (diflucan), lorcaserin hydrochloride (belviq), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df), topiramate, ciprofloxacin betain (cipro) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, back pain, abnormal weight gain, menorrhagia, vaginal haemorrhage, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection and weight increased had resolved and the menometrorrhagia, menstruation irregular, migraine, anaemia, fatigue, headache, depression, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment received for pain , bleeding, bladder/ urinary problem, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain and menorrhagia. Lot number: 50512928 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain/pain: pelvic pain') in a 22-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo confirmation test.". The patient's previously administered products included for gerd: protonix; for an unreported indication: mirena until (B)(6) 2011. Concurrent conditions included obesity, allergic rhinitis and acute sinusitis. Concomitant products included amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) from (B)(6) 2016 to (B)(6) 2017 for attention deficit disorder, dexlansoprazole (dexilant) from (B)(6) 2012 to (B)(6) 2013 for gerd, phentermine hydrochloride (adipex) until (B)(6) 2013 for weight gain as well as clarithromycin (claritin) from (B)(6) 2014 to (B)(6) 2014, methylprednisolone (medrol) until (B)(6) 2015, mometasone furoate (flonase) from (B)(6) 2014 to (B)(6) 2014, nabumetone from (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2011 and topiramate (topamax) until (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) - uti"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache ("headaches"). On (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition - anemia"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menses"), abdominal pain ("abdominal pain"), back pain ("back pain") and complication of device insertion ("insertion injury"). The patient was treated with alprazolam (xanax), buspirone, butalbital;caffeine;paracetamol (fioricet), fluconazole (diflucan), lorcaserin hydrochloride (belviq), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df), topiramate, ciprofloxacin betain (cipro) and surgery (robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy/endometriosis removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menometrorrhagia, urinary tract infection, menstruation irregular, migraine, abdominal pain, back pain, abnormal weight gain, anaemia, fatigue, headache, depression, anxiety, vaginal discharge, bladder disorder, urinary tract disorder, vaginal infection, complication of device insertion and weight increased outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, anaemia, anxiety, back pain, bladder disorder, complication of device insertion, depression, fatigue, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, fatigue, abnormal weight gain, pelvic pain, uti (urinary tract infection), vaginal discharge, depression, anxiety, abdominal pain, fatigue, back pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new event- weight gain was added. Treatment drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.